Manufacturer narrative:
B)(4).

Event description:
It was reported that low hv lead impedance was observed. It was noted that the rv-can measurements have been variable for the past few months. Further tests were recommended. The physician elected to open the pocket and inspect the lead. Outer insulation abrasion was noted. The low impedance was reproducible with manipulation of the lead. The physician elected to repair the lead with a lead repair kit. The low impedance was resolved after the repair was completed. The patient was stable before, during and after the procedure.